Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystoscopy due to sui. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due sui. It was reported that following insertion the patient experienced pain, urinary problems. On (B)(6) 2011 the patient underwent a mesh revision due to failed mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that b-align was implanted on (B)(6) 2011.

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy with coaptitie injection on (B)(6) 2009 and (B)(6) 2010 due to urinary incontinence. It was also reported that following insertion the patient experienced recurrence. (B)(4).